Manufacturer narrative:
The patient remains on ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during implant, the surgeon observed tearing away of the felt ring from the silastic of the sewing ring. The surgeon reported that bleeding from this site was visualized once pump was inserted.

Manufacturer narrative:
Based on the photograph that was submitted for review, the report of bleeding from the apical sewing ring could be confirmed. The photograph that was submitted showed some bleeding adjacent to the apical sewing ring felt, however, the reported tearing was not apparent. The device¿s approved labeling provides details on installing the apical sewing ring and inflow conduit and instructs the user to ensure the inflow and outflow connections are dry and secure. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received on (B)(6) 2014 stated that the patient remains ongoing and is doing well. No further issues have been reported.